Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.6g over specification. D8 & d9 updated.

Event description:
Right side mammogram detected rupture, or possible hematoma.